Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('major pain from lower back to front of my pelvis as well as deep leg pain from my hips down'), basedow's disease ('graves' disease'), hyperthyroidism ('was with hyperthyroidism for a year') and type 2 diabetes mellitus ('t2 diabetes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), basedow's disease (seriousness criterion medically significant), hyperthyroidism (seriousness criterion medically significant), type 2 diabetes mellitus (seriousness criterion medically significant), back pain ("major pain from lower back to front of my pelvis as well as deep leg pain from my hips down"), pain in extremity ("major pain from lower back to front of my pelvis as well as deep leg pain from my hips down"), arthralgia ("major pain from lower back to front of my pelvis as well as deep leg pain from my hips down"), fall ("have had 3 falls in the last 2 weeks"), paraesthesia ("legs get tingling sometime"), sleep apnoea syndrome ("obstructive sleep apnea"), chronic fatigue syndrome ("cfs"), hypertension ("hypertension"), hyperlipidaemia ("hyperlipidaemia"), dyspepsia ("I have digestive issues"), feeling abnormal ("brain fog"), headache ("headaches"), disturbance in attention ("I lack of focus"), memory impairment ("cant remember things sometimes"), depression ("its severly depressing"), impaired work ability ("I have not been able to work for almost 4 years"), anger ("I am so upset with all this that I am angry anymore") and dyshidrotic eczema ("dyshidrotic eczema on hand") and was found to have heart rate increased ("rapid heart rate"). The patient was treated with surgery (removal of essure, tubes, endometrial polyp). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, basedow's disease, hyperthyroidism, type 2 diabetes mellitus, back pain, pain in extremity, arthralgia, fall, paraesthesia, sleep apnoea syndrome, chronic fatigue syndrome, hypertension, hyperlipidaemia, heart rate increased, dyspepsia, feeling abnormal, headache, disturbance in attention, memory impairment, depression, impaired work ability, anger and dyshidrotic eczema outcome was unknown. The reporter considered anger, arthralgia, back pain, basedow's disease, chronic fatigue syndrome, depression, disturbance in attention, dyshidrotic eczema, dyspepsia, fall, feeling abnormal, headache, heart rate increased, hyperlipidaemia, hypertension, hyperthyroidism, impaired work ability, memory impairment, pain in extremity, paraesthesia, pelvic pain, sleep apnoea syndrome and type 2 diabetes mellitus to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events added: dyshidrotic eczema on hand. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('major pain from lower back to front of my pelvis as well as deep leg pain from my hips down'), basedow's disease ('graves' disease'), hyperthyroidism ('was with hyperthyroidism for a year') and type 2 diabetes mellitus ('t2 diabetes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), basedow's disease (seriousness criterion medically significant), hyperthyroidism (seriousness criterion medically significant), type 2 diabetes mellitus (seriousness criterion medically significant), back pain ("major pain from lower back to front of my pelvis as well as deep leg pain from my hips down"), pain in extremity ("major pain from lower back to front of my pelvis as well as deep leg pain from my hips down"), arthralgia ("major pain from lower back to front of my pelvis as well as deep leg pain from my hips down"), fall ("have had 3 falls in the last 2 weeks"), paraesthesia ("legs get tingling sometime"), sleep apnoea syndrome ("obstructive sleep apnea"), chronic fatigue syndrome ("cfs"), hypertension ("hypertension"), hyperlipidaemia ("hyperlipidaemia"), dyspepsia ("I have digestive issues"), feeling abnormal ("brain fog"), headache ("headaches"), disturbance in attention ("I lack of focus"), memory impairment ("cant remember things sometimes"), depression ("its severly depressing"), impaired work ability ("I have not been able to work for almost 4 years") and anger ("I am so upset with all this that I am angry anymore") and was found to have heart rate increased ("rapid heart rate"). The patient was treated with surgery (removal of essure, tubes, endometrial polyp). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, basedow's disease, hyperthyroidism, type 2 diabetes mellitus, back pain, pain in extremity, arthralgia, fall, paraesthesia, sleep apnoea syndrome, chronic fatigue syndrome, hypertension, hyperlipidaemia, heart rate increased, dyspepsia, feeling abnormal, headache, disturbance in attention, memory impairment, depression, impaired work ability and anger outcome was unknown. The reporter considered anger, arthralgia, back pain, basedow's disease, chronic fatigue syndrome, depression, disturbance in attention, dyspepsia, fall, feeling abnormal, headache, heart rate increased, hyperlipidaemia, hypertension, hyperthyroidism, impaired work ability, memory impairment, pain in extremity, paraesthesia, pelvic pain, sleep apnoea syndrome and type 2 diabetes mellitus to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: pelvic pain, back pain, pain in extremity, arthralgia, fall, paraesthesia, basedow's disease, hyperthyroidism, sleep apnoea syndrome, chronic fatigue syndrome, hypertension, hyperlipidaemia, type 2 diabetes mellitus, heart rate increased, dyspepsia, feeling abnormal, headache, disturbance in attention, memory impairment, depression, impaired work ability, anger. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.